Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired exposed wires on the power cord and replaced the power control board. Repaired the network connector. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is not turning on. It was also noted that power cord has exposed wires and the ethernet plug needs to be repaired. There was no report of patient injury.